Manufacturer narrative:
A leak test was conducted and no leaks were observed along the fluid path. No timeouts or drive stalls were seen in the device data. The formed needle was observed to be exposed. The linkage assembly was observed to not be fully retracted. After opening the pod, the linkage assembly moved into the fully retracted position. Score marks were seen on the inside of the top housing, indicating that the linkage assembly was interfering with the top housing. The misaligned linkage assembly caused the formed needle to not retract.

Event description:
It was reported the patients blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 36 and 48 hours. As treatment, a new pod was placed.